Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issued began on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that immediately after the product issue began she developed the symptoms of ¿nausea, dizzy and sweating.¿ the patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the product was being used, the patient was using the correct testing steps and the test strip completely drew in the blood sample. The test strips were stored correctly and had not expired. After walking the patient through performing a re-test the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.